Manufacturer narrative:
Internal report reference number: (B)(4). Control solution was not returned for evaluation. Complaint was forwarded to packaging and internal evaluation was completed; packaging records were reviewed, and no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for labeling issue for the level three true metrix control solution. Customer stated that she had three bottles of the same lot number of the control solution. Customer stated she had purchased the control solution from amazon, and the box has two different expiration dates: the manufacturer printed expiration date of (B)(6) 2025 and a sticker that has a different date of (B)(6) 2024 (customer provided manufacturer with pictures). Customer was advised that manufacturer does not have a second label, and that she should go by what the manufacture has printed on the box. Customer understood and was satisfied with what was provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.